Manufacturer narrative:
The device identifiers were provided and the lot history records were reviewed. There were no discrepancies or unusual findings. A complaint history record review of this lot number revealed no similar complaints. Based on the information reviewed, there is no evidence to indicate the presence of a potential quality issue with respect to manufacturing, design, or labeling. The case was reviewed by inari's chief medical officer, who concluded that the patient's foreign body removal was likely the result of user error where the sheath was inadvertently dissected and left in the patient. Manufacturer reference #: (B)(4).

Event description:
On october 9, 2023, a successful deep vein thrombosis (dvt) thrombectomy was performed using the inari clottriever system. On (B)(6) 2023, this patient underwent foreign body removal; imaging revealed that the foreign body originated from an inari clottriever sheath (distal 1 cm of the sheath and funnel). The material removed from the patient had a clean cut, likely from contact with a scalpel. The hospital is in current possession of the device fragment and is performing an internal analysis.

Manufacturer narrative:
The original CT sheath 13 fr used during surgery was disposed of by the hospital and was not available for evaluation; however, the device fragment/foreign body removed from the patient was returned to the manufacturer and evaluated. The device fragment was identified as a sheath tip from the clottriever sheath. The sheath tip was removed from packaging, decontaminated, and photographed. Visual examination found that although the device fragment appeared to be a clean cut, further microscopic examination revealed fraying which indicates a material break. The hospital's internal investigation did not identify anything remarkable. The product issue will continue to be monitored for reoccurrence. The cause of the clottriever sheath tip fracture was most likely due to use error where excessive force was used to advance or retract the device against resistance. Other possible causes include patient anatomy and/or tortuous vasculature. The device labeling includes the following warning statement: "avoid using excessive force to advance or retract the clottriever sheath and dilator against resistance. If excessive resistance is encountered, remove the device. Excessive force against resistance may result in damage to the clottriever sheath and dilator and/or vessel." Manufacturer reference #: (B)(4).